Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient stated she has changed the program and amplitude so many times and it never seemed to get to a great on any of them. The patient stated she has started "pooping her pants again." It was noted that the therapy was not on. The symptom control was not 50% or better. The patient stated she has changed programs twice and adjusted the increased amplitude. The patient stated anytime the amplitude was higher than 3 she felt stimulation in her bladder and has to go to the bathroom all the time. The patient stated that every time she sits down to urinate bowel just slides out. The patient always has the constant pressure to go. The patient stated the device was implanted for bladder and bowel incontinence. The patient stated she did not think she got enough help with the device. Additional information received on 2016-02-22 indicated that patient was not feeling stimulation while therapy was on. The patient was on program 3 at .04 volts increased amplitude to .9 volts but did not resolve the situation. The patient stated a day prior to this call she went 10 times. She was going every 1 hour and 30 minutes and there was more pressure on the bladder. The patient stated whenever she goes up to .4 was when she has problems. The patient called back about a week later stated she was still having pooping episodes. Patient stated on 27-feb-2016, she was in the bathroom all day. The patient defecated while sitting and walking and was most concerned about the issue when walking. The patient stated it she turned stimulation up too high; it put pressure on her bladder. The patient stated she was frustrated and having so much trouble with the device she was ready to have it taken out. The patient stated stimulation goes away after a while. The patient was getting a low programmer battery message, replaced batteries while on call and issue resolved. The patient complained out aaa battery longevity in programmer and that programmer batteries drain quickly. Patient called back a week later and stated that she called two weeks ago, and had doctor listings sent to her because her surgeon won't call her back. The patient stated she was not pooping in her pants but every time she urinates she has a pebble come out. The patient did not have a doctor because her surgeon won't call her back. The patient wanted to know if it was normal to have a pebble every time she urinates. The patient has an appointment with general doctor. The patient stated that the doctor told her to take milk of magnesia two days ago and then take a laxative. The patient was currently on program 3 at 1.3 volts. She was at 1.8 volts but she had to turn it down because it was too high. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she was still working with it in order to resolve the bladder stimulation and loose bowels, but so far it was not very good.